Event description:
"The dr was doing a trial reduction wity the stryker 32mm +2.5mm c-taper head. During reduction the pt's righ hip dislocated anteriorly. At the time of dislocation the trial head ejected off of the femoral stem and became lodged in the pts anterior pelvis. As the dr treid to remove the head it was pushed deeper into the wound. The dr then decided the head was unretrievable and continued on with the case. The wound was closed with the trial head in the pts pelvis.